Event description:
A wallstent biliary endoprosthesis was used during a stent implant procedure in the bile duct of an adult pt (age, gender and weight unk). Although the actual date of the implant procedure is unk, it took place approx two weeks prior to the event date (implant date is approximated to be in 2008). According to the complainant, at a routine two week follow up appointment, the physician observed that: "(t)he stent (was) blocked (by) tumor ingrowth." The physician, reportedly, placed a second stent (MFR unk) through the wallstent biliary device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
Based on info supplied by the complainant, the implant date is approximated to be in 2008. The suspect device was not returned for eval; therefore, the relationship between the event and the device is undetermined. The device history record (DHR) for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed no add'l complaints recorded for this lot.